Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that when a patient showed up for a planned generator replacement, the patient had internal sutures protruding from the skin at the site of the generator. The surgeon's nurse practitioner pressed on the site and pus was visible. His surgery was cancelled to allow the infection to clear. Upon follow-up, it was reported that the infection was caused by a protruding stitch that had been there since the last surgery. It was not observed to be infected at time of consult for the planned replacement but pus was detected on date of scheduled replacement. The protruding stitch was removed and the patient was placed on a 10 day course of antibiotics the device history records of the generator were reviewed. Sterility of the generator prior to distribution was verified. The patient's generator was able to be replaced prophylactically as planned two weeks after the infection was originally observed. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device no further relevant information has been received to date.